Event description:
Pt states that the bristles have come loose from her reach toothbrush and that it got stuck in her throat which was very difficult and uncomfortable to get out. (B)(4). This closes out this report unless additional significant info is received.